Event description:
Additional information received indicated that pacemaker (pm) did not undergo a cyber security firmware upgrade which resulted in an inappropriate back-up mode switch. The pm was explanted and replaced and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported events premature battery depletion and loss of rf telemetry were confirmed. As received, the device was at ddd mode. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid circuitry. Elevated current and device being in eri disables rf telemetry to save energy. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
Correctional information needed to show that pacemaker (pm) did not undergo an inappropriate back-up mode switch, and the cause of premature battery depletion was no radiofrequency (rf) telemetry.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) had no radio frequency (rf) telemetry which caused premature depletion of the battery's longevity. No changes were made and the patient experienced no consequences due to the anomalies.